Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the uti during the procedure, the physician noticed that the catheter placed in the (B)(6) old male patient's left jugular vein was obstructed. As a result, the catheter was removed and replaced by the surgeon with an unspecified manufacturer's catheter using a new puncture site. A delay was reported, however, there was no death or complications to the patient as a result of this occurrence. The patient suffered from lymphoma.